Event description:
During use for a cardiopulmonary bypass procedure, the arterial monitor would not display pressure readings. The pressure reading would either display dashes or just go blank. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.